Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical engineering department with an unsigned note that stated, "e301 piezo alarm failure". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.